Event description:
Related manufacturer reference number: 2017865-2024-71421. It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had no sensing, no capture threshold and the rv lead was unable to be implanted due to the multiple helix deployment attempts. The physician elected to remove and replace the rv lead. However, the second rv lead had exhibited the same sensing, capture and helix issues. The second rv lead was removed and replaced. The patient was in stable condition.